Event description:
Customer reported a past high blood glucose event. Highest level reached was over 500 mg/dl. Customer took corrective actions by injecting insulin while on a plane and using the pump. Control iq feature was activated during the event.